Manufacturer narrative:
An event of the device migration and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was observed that during passing the nose cone through the leaflets the valve migrated towards the sinus of valsalva (sov) ending up sitting too high on the non-coronary cusp (ncc) toward aorta. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use (IFU), artmt600163776 rev. C, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.".

Event description:
It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers was selected for an implant using an unknown flexnav delivery system. There sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, at 80% of deployment, the implant depth was 3mm. After releasing the valve the flexnav was removed. During passing the nose cone through the leaflets the valve migrated towards the sinus of valsalva (sov) ending up sitting too high on the non-coronary cusp (ncc) toward aorta. While it seemed to be still fine on the the left coronary cusp (lcc), and the right coronary cusp (rcc). Patient remained stable throughout the procedure, haemodynamics were good, no gradient, good pressure. It was decided to keep the valve due to the good status of the patient and follow up with him the next day. On the next day with transesophageal echocardiography (tee), it was observed that there was a dynamic coronary occlusion with no symptoms for the patient. Nevertheless it was decided to bring the patient to surgery to remove the valve and replace it with a surgical valve. Treatment was good and patient in a good condition after receiving surgery.